Manufacturer narrative:
A supplemental report is being submitted for correction to h10 of the previous report to reference the CAPA #. This regulatory report is being submitted as part of a retrospective review and remediation per d00955245 related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID d-evprop2329us; product type: 0195-heart valves; lot number: 0010752694 product ID l-evprop2329us; product type: 0195-heart valves; lot number: 0010722785 this regulatory report is being submitted as part of a retrospective review and remediation per d00955245. Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances, such as left bundle branch block (lbbb) are known potential adverse effects per the device instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav). In this case, medication was administered. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. In this instance a conclusive cause could not be determined from the information available. Heart failure is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities). A conclusive relationship between the reported heart failure and the device or procedure could not be determined. In this event, per the physician, the acute chronic hf and pleural effusion were not related to the valve or the valve implant procedure. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the two-hour post-operative ele ctrocardiogram showed left bundle branch block with a qrs duration of greater than or equal to 120 milliseconds. Medication was administered. The post-operative b-type natriuretic peptide (bnp) was 1274 picograms per milliliter (pg/ml) due to trace lower extremity edema. A small dose of home diuretic upon discharge was prescribed. One day later ultrasound was performed and recurrent right pleural effusion was diagnosed as acute chronic heart failure (hf) with preserved ejection fraction. A right thoracentesis was performed and drained 1700 cubic centimeters (cc) of straw-colored pleural fluid. No further complications were noted and the pleural effusion was reported as resolved. The patient was instructed to be compliant with home continuous positive airway pressure (CPAP) machine. One liter of oxygen was to be worn with exertional activity. No oxygen was required at rest. The event required the prolongation of hospitalization from the index procedure. Per the physician, the acute chronic hf and pleural effusion were not related to the valve or the valve implant procedure. No additional adverse patient effects were reported.